Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
It was later reported there was premature eri on the stimulator. Patient wanted to proceed with replacement. It was noted the patient recovered without sequela. There were also impedances greater than 10,000 ohms.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a possible problem with the implantable neurostimulator (ins) was suspected. It was noted that there was an eri message and that the battery would be revised on the day of report. It was noted that current battery voltage was 2.895. It was noted that ¿the eri trigger point is 2.6v and a battery fluctuation.¿ the reporter stated that the battery should have lasted longer. It was noted that longevity calculations to estimate battery life was performed using the patient's parameters. It was noted that longevity estimate to eri was 13.95 months and to eos was 16.95 months using the device 12 hours a day. It was further noted that longevity estimate to eri was 5.79 months and to eos was 8.79 months using the device 24 hours a day. It was noted that current battery voltage is higher than expected. Additional information received reported that the patient and health care professional (hcp) had decided to replace the ins. The reporter stated that ¿in patient¿s mind she thinks there is something wrong with the ins." It was noted that another deciding factor was that the ins pocket was in an uncomfortable location.

Event description:
It was reported that the patient's device "quit working" after 6 months, and the patient would require replacement. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of neurostimulator model 37702 serial (B)(4), showed no significant anomalies and was at a normal end-of-life (eol) status.

Manufacturer narrative:
Product ID: 3776-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID: 3776-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID: 37744 lot# serial# (B)(4), product type programmer, patient product ID: 3708120 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(6).

Event description:
It was further reported that the patient was in ¿so much pain¿. It was noted that the patient¿s battery was ¿uncomfortable¿ for her and ¿where it sits, it was too large¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.